Manufacturer narrative:
(B)(4). The customer returned a guide wire in an advancer. Both the guide wire and advancer exhibited signs of use. The guide wire had an "s" bend in it 3cm from the bottom of the j-bend. The od of the guide wire measured 0.885mm, which met specification. The length of the guide wire measured 100.2cm, which was consistent with the graphic. The guide wire moved freely in the advancer. In its normal position in the advancer, the kink in the guide wire was inside the straightening tube where it would be protected from becoming kinked. A manual tug test confirmed that both welds were intact. A review of the device history records (DHR) for the guide wire did not reveal any manufacturing related issues. The report that the guide wire kinked during insertion was confirmed through examination of the returned sample. The guide wire had an "s" bend in it near the distal end. A DHR review was performed and it did not reveal any manufacturing related issues. Based on the condition of the guide wire and the information provided, it was determined that operational context caused or contributed to this event.

Event description:
The customer reports the swg (spring wire guide) was found bent. Therefore a new kit was opened.

Manufacturer narrative:
(B)(4). The device product is not sold in the us. Similar product is sold in the us.

Event description:
The customer reports the swg (spring wire guide) was found bent. Therefore a new kit was opened.